Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of unspecified introsyte introducer had the following problems during use: needle broke, sheath does not split as intended, sheath bonded to needle, blood exposure/splash. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified number of unspecified introsyte introducer had the following problems during use: needle broke, sheath does not split as intended, sheath bonded to needle, blood exposure/splash. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."